Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v826029, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced urinary urgency and frequency. There was a device usage problem of device malfunction that was that the device did not do what it was supposed to do. It was noted that there was a product problem. The date of the event was 2014-(B)(6). It was reported that the device was explanted in (B)(6) 2014 and the device was available for evaluation.